Manufacturer narrative:
Technician found that the head was drifting down slowly. Replaced the gas springs to resolve this issue.

Event description:
Complaint indicated that the head would drift down slowly. No injury alleged.